Event description:
It was reported that during the morning case the image quality on the 9800 system was poor. Information provided indicated that the case was completed. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported problem could not be duplicated. The system was tested and found to be working as intended and placed back into service.